Event description:
Subsequent to receipt of the field safety notice, the site reported the following: the unit is powering off and on. The customer confirmed, via telephone conversation, that there was no injury or adverse event.

Manufacturer narrative:
On (B)(6) 2013, (B)(4) distributed a field safety notice recalling main boards with part number 301641 that were installed in some medrad veris mr vital signs monitors. These main boards are being recalled due to the potential for unexpected shutdown of the system while in use.